Event description:
It was reported that the pt had been complaining of post operative pain, increasing in intensity up until time of revision surgery. Surgeons reviewed pt xrays and felt that tibial baseplate was loose. Pt underwent revision of microstructured tibial baseplate. Surgeon commented at time of surgery that baseplate appeared to be undersized and had subsided. Revision occurred without event. Surgeon made the comment that there was no bony ingrowth.